Manufacturer narrative:
(B)(4). No part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of the system error 3 alarm is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. A CAPA investigation was opened to further investigate. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: iabp was sent to biomed for evaluation.

Event description:
It was reported a system error 3 occurred on the intra-aortic balloon pump (iabp) during use on a patient. The user had tried to power down/up the iabp without success. As a result, the iabp was swapped out without issue. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Other remarks: iabp was sent to biomed for evaluation.

Event description:
It was reported a system error 3 occurred on the intra-aortic balloon pump (iabp) during use on a patient. The user had tried to power down/up the iabp without success. As a result, the iabp was swapped out without issue. There was no report of patient complications, serious injury or death.